Event description:
It was reported that the target lesion was located in the mid right coronary artery with heavy tortuosity and moderate calcification. After pre-dilatation, the 3.0 x 18 mm xience prime stent was advanced. However, it did not cross the lesion due to resistance felt with the anatomy. Force was applied and the proximal shaft separated at a point outside the anatomy. The device was retracted and a xience xpedition 3.0 x 18 mm stent was implanted successfully. No adverse patient effects were reported. There was no clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.